Manufacturer narrative:
(B)(4) final report additional information, including whether the explants will be available for examination following the revision, primary and revising surgeon, part no. And lot code of the taperfit stem, primary usage information, post primary and pre revision x-rays, operative notes, patient activity level, medical history and weight, whether the patient followed correct post-op protocol and whether the patient experienced any slips / falls or other trauma post primary surgery was requested in order to progress with the investigation of this event, it was stated that the patient had moderate activity level and did not experience any slips / falls or other trauma but that it was unknown if they had followed correct post-op protocol. A pre-revision x-ray was provided and the explanted devices were returned. Operative notes were not available. Corin has received previous information regarding the primary surgeons habits of performing trial reductions whilst the cement was still wet in the femoral canal. The appropriate device details were provided and the relevant device manufacturing records were identified and reviewed. Review of these records revealed no product non-conformity or deviation from process that would have caused or contributed to this event. Based on the available information, it has been concluded that the root cause is incorrect surgical technique during the primary procedure and not due to the device design / performance. Therefore, this case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Taperfit / trinity revision of the head and stem after approximately 9 years and 3 months due to the patient experiencing discomfort from the stem being loose.

Event description:
Taperfit revision scheduled for (B)(6) 2024 after approximately 9 years and 3 months. The patient is experiencing discomfort and it has been identified that the stem is loose and in varus.

Manufacturer narrative:
Per -(B)(4) initial report: additional information, including whether the explants will be available for examination following the revision, primary and revising surgeon, part no. And lot code of the taperfit stem, primary usage information, post primary and pre revision x-rays, operative notes, patient activity level, medical history and weight, whether the patient followed correct post-op protocol and whether the patient experienced any slips / falls or other trauma post primary surgery has been requested in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. Upon receipt of the appropriate device details, the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.